Manufacturer narrative:
Based on the maude report and information obtained from the patient, a bard mesh was used to repair an umbilical hernia in 2003. The patient reports that five years later, additional surgery was required to reinforce that repair. The patient reported that the mesh had "rolled up." Currently, it is unknown whether the mesh may have contributed to the alleged event. No medical records have been provided for evaluation. With the information available, no conclusion can be drawn.

Event description:
Information obtained from (B)(4) and patient: on (B)(6) 2003, patient underwent unspecified multiple hernia repairs for ventral, umbilical and right inguinal hernias. The umbilical hernia was repaired with unknown bard mesh. Post surgery patient experienced pain and noticeable lump (location unspecified). The patient's surgeon informed patient "the edge has rolled up and further surgery would be required". On (B)(6) 2008, patient underwent unspecified additional surgery for repair/reinforcement of mesh. The patient reported "knotted lump which had settled on nerve". The patient reported "pain, swelling, internal itching and pulling pain and inability to sit for long periods of time".